Event description:
A customer reported during a vitrectomy procedure the system displayed a system message code and locked. The procedure was completed with an alternate system with no harm to pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).